Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level of customer was 300 mg/dl and 400 mg/dl. Customer was not using auto mode feature at the time of reported high blood glucose event. Customer treated their high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported event. Insulin pump received insulin flow block alarm. Customer did displacement and high pressure test and it was passed. Insulin pump will not be returned for analysis.